Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 434 mg/dl. The patient treated via insulin pump therapy. Troubleshooting was initiated and there were no issues found with the set, site, or insulin pump. A high pressure test was declined. The insulin pump was not returned for analysis.